Event description:
Reference number (B)(4). Event occurred in the canada. It was reported by the patient's infusion set was leaking at site. The patient replaced the infusion set and insulin was resumed successfully. No further information available.